Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Email address: unknown/not provided. Phone number: (B)(6). Phone number: (B)(6). The device was not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmt400 model intraocular lens(iol) was rotated approximately 15 degrees in less than 24 hours after the implant. The event was observed during post operative examination. The doctor repositioned the lens on (B)(6) 2021 for the planned axis and informed that will wait for a while to perform the refraction and verify the result. No further information available.